Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported that the infusion set tape was not sticking. The blood glucose level was high, and the patient was treated with manual bolus. No further information is available.